Manufacturer narrative:
Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails. Unit received with a blank display anomaly due to cracked lcd glass. Unable to perform displacement test due to blank display.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.